Event description:
It was reported that the vns patient had the lead and generator explanted, due to an infection that developed at both the chest and neck incisions. Good faith attempts to obtain additional information from the site have been made, but have been unsuccessful to date.